Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lobectomy, the customer states that in the middle of smooth first fire to lower pulmonary vein, the powered handle abruptly stopped firing. After releasing the jaws normally, another reload was opened, set just before the stopped point of the fire, and incomplete staple line was fixed all the way. The last known patient status is that he or she is good.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation summary pending investigation results.

Manufacturer narrative:
(B)(4). Evaluation summary post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the cartridge revealed that the loading unit was partially fired. The anvil of the loading unit was bowed and the knife bar assembly was buckled. Functionally, the loading unit was loaded into a pmv representative instrument (powered handle and adapter) for functional testing. The loading unit detect led started flashing as intended, indicating that the software recognized the presence of a loading unit. The loading unit loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The loading unit was applied to test media. All staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.